Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a company rep that high lead impedance was received in the operating room while replacing a pt's generator. The company rep received "device could not deliver output current" initially and had to lower the pt's output current to 0.75/15/250. Normal model diagnostics results indicated limit:dcdc:7 eos:no while system diagnostics also indicated limit:high:1ma:dcdc:7 eos:no. Review of the MFR's programming history database indicated the last known good diagnostics were from (B)(6) 2007 and were ok/ok/2/no. Add'l info was received from the epileptologist's office indicating no pt manipulation or trauma was reported to have contributed to the reported high lead impedance. The epileptologist indicated the high lead impedance was noted on (B)(6) 2010 and referred the pt to neurosurgery. The last known system diagnostics were from (B)(6) 2010 and were within normal limits (ok/ok/0/no). Further info from the company rep indicated the pt underwent full revision surgery due to the reported high lead impedance. Good faith attempts to obtain the explanted devices returned to the MFR have been unsuccessful to date.